Event description:
Per report, the aortic walls were calcified with exophytic vegetation and large atheroembolic buds. A 19mm mechanical valve was implanted.

Event description:
A 19mm trifecta valve was implanted on (B)(6) 2010. The patient was a participant in the trifecta durability study and at a study monitoring visit, it was noted that the patient had undergone explant of the valve on (B)(6) 2014. The patient was hospitalized from (B)(6) 2013 to (B)(6) 2014. The admission was for cardiac failure due to aortic regurgitation and stenosis with a suspected etiology of fracture, cuspal tear and calcification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.